Event description:
It was reported that the customer had air bubbles in his reservoir. The customer's blood glucose was 179 mg/dl. Troubleshooting was done. The customer stated that the air bubbles were large. Advised customer to change the infusion set. The customer stated that the air bubbles did not persist after the infusion set change. Advised to monitor the insulin pump and call back if the problems persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.